Event description:
It was observed that during the device evaluation, the video system center exhibited no image due to worn video connector socket and the endoscope cable could not be connected securely. The video socket was worn making it easy to remove scope cables and camera heads. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connector was not secured, the front panel was chipped, the top cover was deformed, the chassis was deformed, the base plate was badly bent, the rear panel was badly bent, the stud bolt on the front panel was broken, the housing cover was bent, the thread of the low voltage switching device shield was broken, due to expired life expectancy of the battery the wrong time was displayed. In addition, the power switch was outdated and needed to be replaced and the housing needed to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d5 (device operator should be other "olympus) e1 (should remained in blank) e2, e3 (added health professional and occupation "no" and "non-health professional") a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no image occurred due to wear of the video connector socket. Olympus will continue to monitor field performance for this device.